Manufacturer narrative:
Additional information: d10, h3, h6. The lead was returned due to cardiac perforation and low sensing. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix to be stretched and bent consistent with occurring during time of procedure. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform the helix mechanism test due to the as received condition of the helix. Performed tip stiffness test and test results were in specification. The reported event of low sensing was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead had perforated the right ventricle resulting in low sensing. The lead was explanted and replaced to resolve the event and the patient was in stable condition.